Event description:
During an in-clinic follow-up, episodes of noise were observed on the right ventricular (rv) lead. The noise was reproducible via provocative testing. X-ray imaging was performed, but no lead abnormalities could be observed. Lead replacement is anticipated; however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.